Manufacturer narrative:
Under investigation.

Event description:
Female patient (B)(6) years old with skin type 3 underwent ultrashape power and velashape combined treatment on (B)(6) 2018 on the inner thigh area. According to the patient, the velashape treatment was performed for 10 min at 43 degrees follow by a treatment with ultrashape power. No burning was observed after the velashape treatment. During the ultrashape treatment the customer indicated that the patient felt a little more heat, but did not complain of burning. When the treatment was over, the skin was a little red bur not broken. On (B)(6) 2018, patient complained about burn on the inner thigh area. The company made multiple attempts to reach patient, however we were not able to get any additional information.